Manufacturer narrative:
H3. Device evaluation: x-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­8mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 3 had a torn hole approximately 4mm x 10mm wide. No cor-knot remained on the sewing ring around leaflet 3 with the torn hole. Mechanical damage marks were observed on the outflow surfaces of leaflets 2 and 3 near commissure 3 and appeared serrated. Leaflet 2 had a hematoma on the outflow surface. Wireform was exposed around leaflets 1 and 3 on the outflow aspect and on commissure 1. A cor-knot remained attached to the sewing ring around leaflet 2 on the outflow aspect. Sewing ring had multiple cuts around the valve. Photo provided of explanted valve had remaining blood residue and was otherwise consistent with lab findings. H10. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer reports of degeneration and stenosis were confirmed through observed host tissue overgrowth. Reports of regurgitation and leaflet tear were confirmed through observed torn leaflet. Report of pvl could not be confirmed through visual observations. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the leaflet tear was most likely due to procedure. The cause of the stenosis, regurgitation, and pannus cannot be determined; however patient factors likely contributed to the event. Added information to b5, b6, b7, d10, e4, f2, f10, h3, h6. H11. Corrected data b5 was corrected to include new information and previously reported information. H6 conclusion code to remove 4310.

Event description:
Edwards received information the 23mm aortic valve was explanted after an implant duration of five (5) years, 11 months, due to severe paravalvular leak (pvl), degeneration, severe aortic stenosis, severe regurgitation, and primary leaflet tear due to corknot. Patient prothesis mismatch was suspected after the index procedure. The patient recently started developing symptoms of dyspnea on exertion, and evaluation of the valve demonstrated severe regurgitation both through and around the valve. The explanted device was replaced with a 25mm non-edwards spira valve; concomitantly, a coronary artery bypass grafting x 1 (lima to lad) and aortic root enlargement was performed. Patient tolerated the procedure well and transferred to the ICU in satisfactory condition. Postoperatively, the patient had acute blood loss anemia which was treated with transfusion of packed red blood cells. Patient was discharged home on post-operative day six (6).

Manufacturer narrative:
H10. Additional manufacturer narrative: based on additional information received the device evaluation confirmed reports of regurgitation and suture tail abrasion were confirmed through observed perforated leaflet. The cause of the suture tail abrasion was due to procedure. Added final h6 result code and h6 conclusion codes.

Event description:
Through additional follow up it was learned the explant was due to primarily suture tail abrasion due to corknot.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b2, b5, f10, h6.

Event description:
Edwards received information the 23mm aortic valve was explanted after an implant duration of five (5) years, 11 months, due to suspected paravalvular leak (pvl) and primary leaflet tear due to corknot. Patient was reported to not have been harmed and is healthy.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: the cause of the event remains indeterminable; however, patient factors and progression of patient's underlying valvular disease pathology may have contributed to the event.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Stenosis and/or regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted five years, eight months, was worked up for valve-in-valve intervention due to aortic stenosis, moderate-severe paravalvular regurgitation, and moderate central aortic insufficiency. The patient may also have had some degree of prosthetic mismatch from the initial avr implant. It was reported no treatment is planned at this time. Patient prothesis mismatch was suspected, but further assessments were underway to confirm this diagnosis.